Event description:
It was reported that a participant in the ilet experience study experienced a low blood glucose following a preceding severe high, described by the participant as ¿following severe high, sugar dropped very low.¿ symptoms included hypoglycemia. Outcomes included no alerts or alarms reported. Investigation included collection of additional event details and blood glucose questionnaire responses. Investigation of this case revealed that the cause of the hypoglycemic event was unclear, and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.